Manufacturer narrative:
The device is not expected to return, as it remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 7 inappropriate shocks and anti tachycardia pacing (atp) due to suspected atrial fibrillation (af) with rapid ventricular rate (rvr). The patient presented to the emergency room, and was hospitalized due to the shocks. The inappropriate therapy could not be confirmed as this is a single chamber device and atrium activity could not be analyzed, but is suspected to be related to atrial driven rhythms because therapy did not convert the arrhythmia. Therapy was exhausted during this episode. Boston scientific technical services (ts) suggested reprogramming options, and consulting with a physician to determine if the therapy was inappropriate, and if there are any medication adjustments needed. Therapy delivery is considered inappropriate as this device is not intended to treat atrial arrhythmias. This device remains in service. No additional adverse patient effects were reported